Event description:
A plastic tube is found in the sheath after open the packaging. The tube is kept outside the patient body during the deployment. (Never enter the body) stent is deployed in the patient body and patient is stable after pci. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: (root cause cannot be determined- device evaluation is in progress). Evaluation conclusions: unable to confirm complaint (device evaluation is in progress). (Root cause cannot be determined- device evaluation is in progress). Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: (out of specification) - heat shrink tubing present on device shaft. Conclusions: (device was out of specification in a manner that relates the event) - heat shrink tubing present on device shaft.

Event description:
Evaluation summary: the balloon had been inflated. 11mm of heat shrink tubing was present on the shaft.